Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results from device evaluation.

Event description:
The customer confirmed this issue occurred during reprocessing. The diagnostic procedure was completed and there was no delay. The customer was unable to confirm whether or not the same device was used to complete the procedure. All reprocessing personnel are trained on how to properly reprocess an endoscope.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. An investigation is ongoing to obtain additional information regarding reported event.

Event description:
The service center was informed that there was a foreign material on the groove or gap of the distal end of the scope. In addition, the top of a syringe broke off in the scope and there were no sharp edges observed. There was no patient injury or patient involvement reported. No further information was provided.